Event description:
It was later reported that on (B)(6) 2015 patient received a new lead and battery. Prior to this she did not mention her leg pain at appointment. She mentioned this on (B)(6) 2015. Her urinary troubles resolved. The steps taken to resolve the reported issues was to try different programs and was advised to journal when leg pain happened. The patient was last seen on (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v167800, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3889-28, lot# v167800, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient felt pain in her legs every morning until she went to the bathroom. After she relieved herself, the pain went away. The patient mentioned that this has only started happening after her last reprogramming about three months ago. In addition the patient mentioned that she has begun to urinate more frequently within this three month period as well. The patient was scheduled to see the healthcare provider (hcp) for next friday on the day of this report to discuss the issues. It was later reported on (B)(6) 2015 that patient underwent battery replacement and lead revision on (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.